Manufacturer narrative:
G4: 27jan2021. B4: 30jan2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse informed the customer that code 5021 indicates the power speaker failed. The rse discussed testing the speaker and replacing if above 9.8 ohms. If the speaker is good, the rse advised to replace the cpu pcba. A good faith effort was made and the customer stated that the issue was resolved, but did not provide any further details on what parts were replaced or actions taken for the repair. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device displayed a check vent alarm for primary speaker failure when it was powered on. The device was not in use at the time of the event. There was no report of patient or user impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse informed the customer that the error code indicates the power speaker failed. The rse discussed testing the speaker and replacing if above 9.8 ohms. If the speaker is good, the rse advised to replace the cpu pcba.